Event description:
It was reported, after the valve was implanted, the mean gradient was 8.8 mmhg. Six months postoperatively, the pt presented with increasing dyspnea and reduced cardiac capacity. The opening area of the valve was found to be reduced. Reoperation was reported to be scheduled. Additional info has been requested.